Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was above 500mg/dl at the time of incident and the currently blood glucose 512mg/dl. The customer treated the high blood glucose with manual injections and experienced nausea and chest pains from the high. Customer feet okay to trouble shoot and found inaccurate high-pressure tests results after three consecutive times. Twice the pump stated insulin was delivered when it had not. The test was repeated a third time, and the insulin pump did not alarm, and stated insulin had been delivered. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.